Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed multiple power errors. Customer stated that the pump alarmed power error 35, power errors 37-40, power errors 42-43, power errors 79-80, power error 82, and power error 130. Customer's blood glucose reading was 185 mg/dl. No significant events leading to the alarms were observed. Troubleshooting was done and the pump passed functional testing. Product is not being returned or replaced.